Event description:
It was reported the doctor made an antegrade stick in the left leg. A 5fr sheath was inserted for an ipsilateral approach. Initially, the doctor took pictures of the entire leg, all the way down to the foot. The patient had severe sfa diffuse disease throughout his entire leg as well as popliteal and tibial disease. Initially, the physician treated the patient with a 2 x 10cm balloon. The doctor then switched to a v18 wire and the device was placed over the wire with some difficulty entering the sheath for the initial inflation. Once the balloon was through the sheath, no significant force was needed for the balloon to track down to the below popliteal. The balloon was slowly inflated to nominal (8 atm) and then taken up to 12 atm. The balloon was pulled back 4cms and another inflation was performed to 14 atm. The balloon was removed with difficulty and a picture was taken. The lesion was significantly better. An .035 wire was inserted into the patient and the pta balloon was advanced over the wire into the sheath. The balloon had some resistance but was able to pass through the sheath. Once the balloon cleared the sheath, there was no resistance. The balloon was placed at the above the knee popliteal and inflated to 20 atm twice with no problems. The balloon was pulled back into the distal sfa and the doctor was turning the inflation device and noticed the balloon was not inflating. He removed the balloon catheter and noticed outside of the body that the balloon was ruptured. The doctor then proceeded with another MFR's 5 x 4cm balloon. There was no patient injury reported.

Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. The sample has been returned; however evaluation has not been completed. Based on the info available to date, the results of the investigation are inconclusive and the root cause is unk.